Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) reported via email of customer's mother reporting the customer's hospitalization for multiple sclerosis. It was reported that the mother states that while the customer was being treated, the customer went into diabetic ketoacidosis. It was reported that the mother did not confirm if it was due to the pump. The mother did not wish to be transferred to anyone regarding the incident. No further information provided.